Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced frequent charging of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient experienced frequent charging of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the user may not have followed the proper instructions to charge the ipg.